Event description:
Complainant alleged that the clinicians were attempting to monitor a patient (age and gender unknown) as they were re-programming an implantable device in the patient, but that the facility's cpi programmer caused the monitor screen and recorder printer to blank out (not show or print) the ECG trace. The monitor screen would then display an "ECG lead off" error message. The clinicans were able to obtain another device to monitor the patient. The complaint indicated that there was no adverse effect on the patient as a result of the reported malfunction.